Event description:
The customer was admitted in the emergency room for low bgs. The customer was in the hosp through the night and released in the morning. The customer was disconnected from the pump during rewinding and priming. The prime techniques, insulin type, and concentration were correct. The programming and histories on the pump were accurate. The customer indicated that the insulin was squirting out, and customer was running out and did a manual prime while still connected to the pump. Additionally, the customer did not see the numbers ramping on the screen.